Event description:
On (B)(4) 2012 the reporter contacted animas to report that on the evening of (B)(6) 2012 the patient obtained a blood glucose reading of 397 mg/dl and gave herself a correcting injection of insulin via a syringe. When her blood glucose level was 267 mg/dl, she gave herself another 1.0 unit insulin via the pump. The patient noted the insulin cartridge was nearly needing to be changed, and she was attempting to not waste insulin. The patient reportedly awoke experiencing the symptoms of sweating and confusion, and she tested her blood glucose level to be 37 mg/dl and 55 mg/dl. The patient administered self-treatment by consuming orange juice, and felt better afterwards. The patient's subsequent readings were 77 mg/dl and 115 mg/dl; she did not seek any medical attention. The patient noted she 'may have taken too much insulin via injection.' Troubleshooting revealed all pump settings, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin. The patient's technique may have been incorrect by miscalculating the required correct bolus dose of insulin, and by delaying replacing the insulin cartridge in the pump. There is no evidence the pump was not functioning appropriately. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after this occurred, while using the pump, and received treatment with juice, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2014 with the following findings: evaluation revealed that the black box contains dates from (B)(6) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.